Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device made an insufficient staple and cut, leaving a hemorrhagic package in the rectal channel. The procedure was converted to open to complete. No device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what grade of hemorrhoids did the patient have: hemorrhoids grade 2; was the device difficult to close: the doctor commented that it was not difficult to close; was the device difficult to fire: no, it was no difficult to fire; was the washer inspected for a complete cut: no, it was not inspected; did the healthcare professional receive audible & tactile feedback when firing the device: yes, audible and tactile feedback was received; regarding the statement ¿the device made an insufficient staple and cut¿: please describe the shape of the staples. No comments in shape of staples. Was there any blood loss, if so, was there a transfusion: no blood loss; does ¿convert to open¿ mean the surgeon converted to an open laparotomy or was completed as a transanal procedure: the procedure was finished with another pph03.

Manufacturer narrative:
(B)(4). After review of additional information received, it was determined that the procedure was not converted to open as the case was completed using another pph03. The file is being downgraded to a malfunction.